Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was "too sensitive, or not sensitive enough." There was no reported impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support.